Event description:
According to the available information this altis sling was to be implanted but was not due to the static anchor breaking off during implant.

Manufacturer narrative:
An altis sling was received for examination. Examination of the sling revealed the static anchor detached from the mesh and not received. Microscopic examination of the static suture where the static anchor had detached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic anchor and tensioner were received, and the dynamic suture was still attached. Blood residue was noted on the mesh. The information received indicated the static anchor detached during implant. Quality confirmed the detached static anchor. As the static anchor was not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure. As the detachment ends of the static suture were rough and irregular, this indicated that excess stress most likely exerted to result in the separation noted. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
During the procedure of placing an altis sling, the hook of the strap was broken off. The hook was left in the patient and we had to open 2 times a new strap. Because the second was also broken off. The 3rd was ok. Having placed the fixed anchor by membrane, rotating the hook back and when she pulled the string to pull it tight it broke off. Then they had to place new ones.